Manufacturer narrative:
Upon further investigation by the customer, it was found that the coil cable that connects the hemo computer to the pdm (patient data module) had broken thumb screws and standoffs, which prevented a complete connection. The thumb screws and standoffs were replaced, and the cable reseated. No further remedial action was necessary.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the hemodynamics hemo monitor pc. On (B)(6), 2016, a customer reported to merge healthcare that problems were experienced with the patient data module (pdm) resulting in no output to the hemo monitor after active monitoring was initiated. External equipment was used to complete the procedure. With merge hemo not capturing physiological data, there is a potential for incorrect treatment that could cause harm to the patient. The customer reported that the procedure was completed successfully using external equipment (B)(4).